Manufacturer narrative:
If any relevant information is received, a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: (B)(4).

Event description:
It was reported the device with button broken on appliance which holds the connectors.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: no corrective action is warranted at this time. Complaint handling team will continue to track and trend for similar incidents. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Another potential root cause could be due to excessive bruxism which could have caused the anchor to break. Manufacturer reference: (B)(4).